Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) system consisting of s aid device, a right ventricular (rv) lead whose defibrillation portion was connected but whose pace/sense portion was not utilized , a lead in the left bundle branch (lbb) that was connected for rv pace/sense capacity, and a left ventricular (lv) lead. After the crt-d was placed in the pocket, noise was being sensed. The pocket was re-opened and the leads were disconnected and reconnected but the noise continued. The crt-d was replaced. The noise continued on the new crt-d. The physician opted to put the lbb lead previously being used for rv pace/sense capacity into the crt-d's atrial port. The system remains in use. No patient complications have been reported as a result of this event.